Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection from an infected morphine pump. There were no additional adverse patient effects reported. The rv lead remains in service.